Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿there was a latch/lock issue¿ was confirmed. The probable cause was damaged flex circuit. The device event log/alarm history was reviewed and there are no errors related to the customer complaint. The flex circuit was replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿there was a latch/lock issue¿; during device evaluation it was found the flex circuit was damaged. The event occurred during testing.